Manufacturer narrative:
The analysis results found that one device was returned for analysis. The device was noted to have the cam broken. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.

Event description:
The cutomer reports that during a lap cholecystectomy procedure, the device broke. The jaws would not close to engage. Pulled new one to complete procedure. No patient consequence. Not performing a cholangiography, used under normal application. One device returning.